Event description:
During troubleshooting of an unrelated alarm, it was reported that air was observed in the patient line of the cassette. The event occurred during the initial drain on the home choice (hc) and the home patient (hp) was connected. The hp indicated there was a clamp left opened on an unused supply line. The technical service representative (tsr) advised that the clamp needed to be closed. The tsr advised the hp to start over with new supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, a clamp being left open on unused lines is a known cause of this alarm. Per ¿the homechoice and homechoice pro apd systems patient at-home guide¿, users are instructed that clamps on any unused solution lines must remain closed when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.